Event description:
Pt alleges receiving implants on 8/11/87. Pt also alleges she experienced problems with her breast implants beginning on 9/1/93 on different occasions, including hardness, pain and worry. Doctor alleges right breast capsule formation.